Manufacturer narrative:
One device was returned for repair with complaint of cassette not attached error. Service history review identified this device has not been in for service in the previous 12 months. Reported problem could not be duplicated. The problem was confirmed with event log history. Visual inspection found moderate bubbling of the downstream occlusion (dso) seal. Contamination was found at dso sensor area and at latch/lock area. The probable cause of the reported problem contamination. Replaced dso sensor and lcd lens. After repair all functional test of the pump passed.

Manufacturer narrative:
E1: phone ex (B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a cassette detect error. There was unknown patient involvement.